Event description:
It was reported that a malfunction occurred on the pump, leading to a frozen screen. There was no reported impact to the customer's blood glucose level. The customer reset the pump multiple times to try to clear the malfunction and eventually called technical support. A replacement pump was issued due to the screen issue, and a service issue was created after fedex did not deliver the replacement as requested.